Event description:
The complainant reported a patient was implanted with an impella cp device for hemodynamic support. While on support, an antegrade sheath was placed for distal limb perfusion. Dobutamine/levophed drips were infusing and there were fleeting doppler bilateral pulses. The pulses became doppler. Also, the site was a little oozy. The venous cannula is in same the groin and could have potentially been the cause or influenced the bleed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist system instructions for use for the related event are as follows: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.